Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device recovered and started working correctly. However, the patient has indicated that the battery will not hold a charge. They were to meet with the healthcare provider to discuss a plan of action. There were no more incidents of rapid fire stimulation. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient was charging on (B)(6) 2017 and they felt a sudden ¿rapid fire¿ and painful sensation from the device that lasted about 8 minutes. The patient noted the ins was on at the time of charging. The patient reported the same thing happened the next day (B)(6) 2017 and lasted 7-8 minutes before it stopped. The patient has not used or charged the device since. The rep reported no telemetry devices would communicate with the ins. The rep was with the patient (B)(6) 2017 to do a physician-mode restart (pmr). No further complications were reported.